Event description:
It was reported that when the nurse connected the device to port, upon disconnection, it split in two at the threading. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Three samples were received in used condition, inside a plastic bag and decontaminated. One sample was without the original packaging and two were within their original packaging, unopened. The returned samples were visually inspected at 12 inches to 16 inches and normal conditions of illumination. Inspection confirmed the reported problem one (1) of the three (3) samples. Two (2) of the samples are sealed and unopened without luer cracks. The root cause of the reported issue could not be determined and deemed to be a supplier defect, therefore, a supplier corrective action request (scar) was issued to the supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).